Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an acute rise in pacing thresholds. It was also reported that this transvenous coronary sinus lead exhibited intermittent rise in pacing impedances. All other lead measurements remained within normal limits. It is suspected that this defibrillation lead micro-perforated the right ventricular wall. In addition, a loose connection is suspected between this coronary sinus lead and the device. Guidant received additional information from returned documentation that the device was explanted and replaced due to a recent physician communication.